Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 32mm +4 v40 taper vit head; 6260-5-232 ; 64999003 size 6 accolade ii 127 deg;6721-0635;63674301 trident hemispherical cluster hole shell;502-11-60g;72471701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
The customer reported on behalf of a patient that on (B)(6) 2019, he was implanted with an obsolete stryker hip implant and the patient wants clarification if there has ever been an issue with the components implanted. Update may 15, 2020: no adverse events. This is an inquiry about recall status. Update: the patient subsequently called stryker and complained that since implantation he has had pain, hip clicking and disintegration of the joint.